Event description:
During removal of the line, the line snapped at 14 cm. The stump was immediately clamped by this nurse. Another nurse was called to bedside for assistance. A call was made to the dr who came to the bedside and successfully removed the remainder of the line.what was the original intended procedure?removal of line replacement.